Manufacturer narrative:
The pump was not returned for investigation. Data log shows the pump was started twice, each time with low pump flow and active suction alarms. Placement signal also confirms multiple pump insertion attempts during the case. As per the clinical details, advancing the device across the aortic valve was extremely difficult due to the patient¿s anatomical angle. The cannula became kinked during positioning attempts, leading to immediate and persistent suction alarms on auto mode with very low flows (0.3 lpm). Optimal positioning could not be achieved from the femoral approach, so the device was replaced and planned for placement via the left axillary artery. Difficult to deliver or advance / product damage (cannula kink): the delivery, and cannula kink issues were most likely patient condition related, attributed to challenging patient anatomy and vessel angulation, which resulted in difficulty positioning and cannula kinking. However, the exact damage to the cannula could not be verified without returned product investigation. Pump suction: the data log review and clinical details were not sufficient to determine the cause of suction. Therefore, the cause of the suction issue was not determined without the returned product investigation. The pump (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. Patient who presented on (B)(6) 2025 with stemi. Provider placed 1 stent to the lad and patient was admitted to cvicu. Patient condition worsened and decision was made to attempt impella cp at that time. Physician was able to get the impella cp across the ao valve with great difficulty, but the cannula was kinked due to the angle of the patient¿s anatomy. Staff initiated therapy and got suction immediately on auto with flows of 0.3 lpm. He was unable to position the pump without kinking from the femoral approach. Decision was made to explant and try again from left axillary with a new impella cp.